Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced pain. They also reported that the implantable pulse generator (ipg) was pacing below the programmed rate and the pacing lead "was broken". The ipg and lead remain in use. No further patient complications have been reported as a result of this event.